Event description:
It was reported by the sales rep that the hand piece was leaking at the cutter release switch. There were no reports of any adverse event associated with this malfunction.

Manufacturer narrative:
In 2009 the hand piece involved in the reported event was evaluated. During the evaluation, the technician noticed that the two o-rings were damaged. The hand piece was repaired and returned to the customer.